Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented for a routine follow-up six weeks post implant. Interrogation found this right ventricular (rv) lead exhibited loss of capture. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.